Manufacturer narrative:
Concomitant products: product ID: 37743, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome. It was reported that the patient was unable to power on their programmer and moisture/leakage was found inside the battery compartment. The patient reported their legs were driving them crazy so they had turned up their stimulation from 2 to 2.10 but that was too much. The patient was trying to turn it back down but was unable to do so due to not being able to power on programmer. No further complications reported and/or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that it had been leg pain leading to their legs driving them crazy. They also noted that the replacement of the programmer had resolved their issues. They did mention that they had set it up and it ended up being too high and when they went to turn it down they couldn¿t turn it off. Later that evening they were able to turn it off.